Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator had a power failure while in use. No patient consequences reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The affected evita 2 dura was manufactured in january 1999. Further information regarding the device and log files were requested multiple times, but not provided for the investigation. As a result, no evaluation could be performed and no root cause could be determined. In case the power supply fails to deliver the internal supply voltages the user would be alerted to this condition by an audible power failure alarm according to iec 60601-1-8 for at least 2 minutes. During power failure an emergency-breathing valve would open allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.